Event description:
It was reported that during an unrelated magnetic resonance imaging (MRI) scan, a real time electrocardiogram indicated that the pacing had ceased. The MRI was halted and upon device interrogation, it was found to be operating in safety mode. The patient was subsequently admitted to hospital where a device replacement procedure was performed to resolve the event. No additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Attempts were made to revert the device out of safety mode, but this was unsuccessful. The device case was opened and the battery was removed and forwarded for detailed testing. The battery operated normally once power was removed and reapplied and the device reverted out of safety mode. Therefore, the "cause not established" conclusion code was selected based on the confirmation of the device entering safety mode. However, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that during an unrelated magnetic resonance imaging (MRI) scan, a real time electrocardiogram indicated that the pacing had ceased. The MRI was halted and upon device interrogation, it was found to be operating in safety mode. The patient was subsequently admitted to hospital where a device replacement procedure was performed to resolve the event. No additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The system resets occurred during a telemetry session which caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that during an unrelated magnetic resonance imaging (MRI) scan, a real time electrocardiogram indicated that the pacing had ceased. The MRI was halted and upon device interrogation, it was found to be operating in safety mode. The patient was subsequently admitted to hospital where a device replacement procedure was performed to resolve the event. No additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that during an unrelated magnetic resonance imaging (MRI) scan, a real time electrocardiogram indicated that the pacing had ceased. The MRI was halted and upon device interrogation, it was found to be operating in safety mode. The patient was subsequently admitted to hospital where a device replacement procedure was performed to resolve the event. No additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The system resets occurred during a telemetry session which caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.